Event description:
Related manufacturer reference number 3006705815-2024-01842 and 1627487-2024-07420. It was reported that the patient underwent a full system replacement due to high impedances on both leads and a depleted ipg. No complications therapy was restored.

Manufacturer narrative:
The event of high impedance was reported to abbott. The leads/extensions were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation.